Event description:
Account alleged when head up is pressed, head will raise and then bed raises as well. Account said it was the CPR reengagement switch that caused this and that it was dirty. Resolution: account cleaned the CPR switch and that resolved issue and bed is back in service.